Event description:
It is reported that an x-ray showed that "the glue has come loose and the rod has moved" and that the pt will need a revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.